Event description:
In 2006, the complainant entered a mobile home unit after it had previously been cleared and decontaminated with cavicide. The complainant immediately left the unit due to burning eyes and runny nose. Two weeks after entering the unit, the complainant had an examination at an eye care and surgery center. The complainant was informed that he was losing sight in the right eye due to exposure to a toxic chemical agent that triggered a negative reaction in the weakest eye.

Manufacturer narrative:
On june 28, 2006, a dead animal was discovered on the carpet of a mobile home unit. On august 18, 2006, the complainant was assigned to remove personal items from the unit. On august 22, 2006, the unit was tagged to be cleared and decontaminated. Cavicide was used on the carpet (off-label use) and the carpet around the contaminated area was cut away and disposed of. The exposed floor was subsequently sprayed with cavicide and cleaned. The complainant entered the unit on september 12, 2006. On september 20, 2006, another fema employee entered the unit and she did not experience any health related problems. The complainant is alleging he is legally blind in one eye as a result of entering the unit; however, it was reported that several different people entered the unit before and after his entry on september 12 and none of them have had any complaints of health problems associated with entering the unit.